Event description:
It was reported that the patient with this pacemaker experienced discomfort, pain and paresthesia as the patient had issues with the left arm since device implant. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The no problem detected conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the patient with this pacemaker experienced discomfort, pain and paresthesia as the patient had issues with the left arm since device implant. This device was explanted. No additional adverse patient effects were reported.